Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while using the multix impact c. During the pre-use preparation, the tech went to move the crane and the screw securing the corrugated cable holder to the ceiling rail became loose. This caused the holder and the cable to drop down. Per available information, the wrong screw was used. There was no injury reported. Siemens has requested additional information in order to investigate the reported event.

Manufacturer narrative:
Siemens healthineers completed the detailed investigation of the reported issue. The investigation of the reported issue was based on the complaint description and field information. The installation engineer installed the wrong screw. Objectively, the screw may have been impossible to locate or been lost for other reasons, even so the installation engineer should have reordered it rather than using a different screw in its place. Therefore, the root cause for this issue is determined to be due to human error. The wrong screw was installed by customer service engineer (cse). The following actions were taken to address this issue: immediate action: the cse ordered the correct screw and assembled the cable holder to the torque requirements. After monitoring duration of 8 weeks the issue has not recurred. The system works normally. Long-term solutions: a. A CAPA was opened to address the issue. B. The siemens forchheim (fo) production line has implemented an action to better locate the screw package on the 3d carriage starting on december 2024. This will aid the installation engineers in being able to find it easily. C. The siemens shanghai (ssme) production line has implemented the same action to better locate the screw package to the same position as fo production line in march 2025. D. A recheck step was added for specific screws in the installation instruction document, which requires the installation engineer to perform a secondary inspection of the screw (material number 03439288). This is estimated to be completed in may 2025. This complaint was closed without further measures.